Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2013 and a left total knee arthroplasty on an unknown date. Subsequently, patient underwent a right knee revision procedure on (B)(6) 2014 due to unknown reasons. All components were removed and replaced. There has been no reported left knee revision procedure to date.